Event description:
It was reported the ultrawand device was primed and therapy delivered at 360 ml/hr per the new instructions for use (IFU). The ultrawand began to pop with a temperature reading of 80c. The nurse then increased flow rate above IFU recommendation to 400 ml/hr which did not resolved the issue. There were no error messages during this case. The physician stated the pt suffered an atrial injury within the "footprint" of the device, requiring a repair stitch be placed. The physician voiced his concern about the popping and indicated he believed the injury was directly caused by the popping of the wand. The pt was in the ICU on balloon pump post surgery.

Manufacturer narrative:
We are awaiting device receipt. A f/u medwatch report will be submitted upon completion of our investigation.